Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not fully powering down after implementing active field change order (fco) the motor continued to run after shutdown was initiated. When the device turned off, the circulation fan turned on and off every 4 seconds. There was no patient involvement at the time the issue was discovered as the device was taken out of service. The remote service engineer (rse) advised the biomedical technician to check the battery connection to see if any leads were pulled back. The biomedical technician confirmed that the leads were fine, and the issue remained. The biomedical technician also requested replacement power management (pm) printed circuit board assembly (pcba). An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp attempted to confirm the reported issue, but the issue could not be replicated as the device was properly shutting down. The customer indicated that the issue had not reoccurred. The asp replaced the pm pcba as a precaution and verified that the device passed the required performance verification tests per philips standard. The remote service engineer (rse) informed the customer that the issue could have something to do with the wire terminals on the battery or main wire harness. The rse also advised the customer that it may have been caused by a faulty motor controller (mc) pcba. The customer requested onsite service, and a service quote for repair was sent to the customer for approval. This investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp discovered that the diagnostic menu was reading the battery percentage as zero when the voltage was still above 15v. The asp also confirmed that the battery was non-original equipment manufacturer (OEM). The asp took an OEM battery from a known working device to confirm that a new battery would resolve the reported issue and found that the fan was no longer cycling on and off, and the battery percentage was reading normally. Per the service manual, the device will be placed back in service once the new battery has been received and installed.